Event description:
A patient was being cared for in an incubator (isolette) operating at approximately 80% humidity. During use, the clinician observed that the incubator suddenly powered off, and no electrical power was available to the device. The device did not alarm to alert the user. The device was removed from use following the event. No patient injury or adverse clinical outcome has been reported.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.